Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, cartridge tip seemed larger, was more difficult to get through the incision. Additional information was received stating that there was no impairment to the patients.

Manufacturer narrative:
The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The lens model/diopter, handpiece and viscoelastic being used were not provided. It is unknown if qualified products were used. The company cartridges were not returned. A root cause cannot be determined without physical examination of the product for damage. The lens model/diopter, handpiece and viscoelastic being used were not provided. It is unknown if qualified products were used. The IFU (instructions for use) instructs: the company iol (intraocular lens) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Cartridge manufacturing is a validated operation, with specifications that are maintained and documented. No changes have been made for the manufacturing of cartridges. Supplier manufacturing records as well as their certificate of compliance verify the dimensional measurements are within specifications. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.